Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the jacket of the patient's driveline could not be confirmed through this evaluation. The account reported extensive damage to the driveline¿s outer jacket, requiring the application of rescue tape. The damage was secondary to weight gain. A repair was refused by the patient. The patient remained ongoing on heartmate ii left ventricular assist system, serial number: (B)(6), until receiving a device exchange on (B)(6) 2020. The device exchange was reported under MFR#: 2916596-2020-05653. The device was not returned for evaluation as of 03dec2020. The heartmate ii left ventricular assist system instructions for use and patient handbook contain driveline care instructions and detail signs of driveline damage. They state to inspect the driveline daily for cuts, holes, or tears, and that the patient should contact their hospital immediately if damage is suspected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history record for the driveline serial#: (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had extensive damage to the silicon covering of the driveline. Rescue tape was required to protect it from further damage. Driveline damage was secondary to weight gain. The patient refused driveline repair at this time.